Event description:
It was reported that the coil (subject device) could not be delivered out of the microcatheter, the physician experienced difficulty and during withdrawal, the coil broke. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath and dispenser hoop. Visual inspection of the device revealed that the main coil was severely kinked. During functional testing, the coil could not be advanced through the introducer sheath, only retracted. The physician may have perceived the main coil kink as the main coil break due to the reported friction during advancement of the coil inside the microcatheter. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported and observed issues.

Event description:
It was reported that the coil (subject device) could not be delivered out of the microcatheter, the physician experienced difficulty and during withdrawal, the coil broke. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is the second of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that the coil (subject device) could not be delivered out of the microcatheter, the physician experienced difficulty and during withdrawal, the coil broke. There were no reported clinical consequences to the patient.